Manufacturer narrative:
This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that according to the patient's mother, the patient was experiencing an increase in seizure frequency and duration. It was noted that changes in medication would be attempted prior to adjustment of the device no other relevant information has been received to date.